Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements of greater than 200 ohms. Isometrics were performed and there was no evidence of noise and pacing impedance measurements were stable. A 41 joule commanded shock was performed and shock impedance measurements were greater than 200 ohms in coil to coil configuration. Then defibrillation threshold (dft) testing was performed. The first attempt was not successful, but the second and third attempts were successful with shock impedance measurements of 82 and 78 ohms. The device was programmed distal coil to can. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Additional information was received which noted the patient's device was emitting beeping tones due to shock impedance measurements of greater than 125 ohms. It was noted the device was programmed rv coil to can. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.